Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particle was observed floating in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during priming of an unspecified infusion set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between october 11, 2019 to october 15, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that a dark particulate matter was observed that appeared inside the bag fluid pathway of the fill port tube. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.